Event description:
The field service representative (fsr) reported that during the notice of field correction (nfc) of the device, the power manager assembly was not operating to specifications. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. While completing the release testing for the nfc: the fsr found that the total nominal available capacity (tnac) was below specification at about 16.2 amp hours (ah). On reboot of the system-1, tnac was about 17.3 ah. (Tnac should be a stable number after reboot). Further, when charging or discharging the batteries, the tnac value was changing by approximately 0.0250 ah for each "step". It is normal for the tnac value to change (in other words "step") by 0.0031 ah. The fsr then downloaded the data logs. The fsr replaced the power manager assembly. The fsr verified operation and electrical safety checks. The fsr verified operation and electrical safety checks. The fsr waited two hours after power supplies went to "float" and verified that tnac went to 18.0000 ah. The fsr performed further testing by running on battery and verified tnac numbers were appropriate. The unit operated to manufacturer specifications and was returned to clinical use. The user facility's biomedical engineer (biomed) normally perform the preventive maintenance (pm) inspections. The suspect power manager was returned to the manufacturer for further evaluation.